Event description:
It was reported that, during a transurethral flexible ureteroscope holmium laser lithotripsy and stone removal procedure, the laser stopped firing, and the screen showed a fault alarm prompt. The console was troubleshooting, but the issue was not resolved. Meanwhile, another low power laser was used to assist with the procedure, and at the same time, another high-power laser was being searched, however, none was available. The procedure had to be cancelled because of this. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, during a transurethral flexible ureteroscope holmium laser lithotripsy and stone removal procedure, the laser stopped firing, and the screen showed a fault alarm prompt. The console was troubleshooting, but the issue was not resolved. Meanwhile, another low power laser was used to assist with the procedure, and at the same time, another high-power laser was being searched, however, none was available. The procedure had to be cancelled because of this. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.